Event description:
This is being filed as four days post procedure, the patient had a stroke. Although there was no device issue, the implanted clip cannot be ruled out as causing or contribute to the stroke. It was reported that on (B)(6) 2014 two mitraclips were implanted reducing the degenerative mitral regurgitation grade from 4+ to 1+. There were no device issues. During the procedure, after the second clip was implanted and the mr was reduced to 1+, a little "smoke" in the left atrium was visible on the echocardiogram image. The smoke was an indication that there might be a clot present or may be related to the mr reduction. Once the smoke cleared, no clot was visible. Post procedure the patient was clinically stable. Four days post procedure, on (B)(6) 2014, the day the patient was to be discharged, the patient had a stroke resulting in dense hemiparesis. Magnetic resonance imaging (MRI) was performed and an ischemic stroke was confirmed. The patient was transported to another facility due to the stroke and was treated conservatively. As of (B)(6) 2014, the patient was stable and the dense hemiparesis has not resolved. It was unknown if the implanted clips may have caused or contributed to the stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the cds. It was reported that two clips were successfully implanted with no issues. Four days after the procedure, the patient experienced a stroke; per the physician it is not known if the implanted clips may have caused or contributed to the stroke. The reported symptom of dense hemiparesis is a cascading effect of the stroke and is captured under the scope of cerebrovascular accident. The reported patient effect of a stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no nonconformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported prolonged hospitalization was a result of case-specific circumstances, as the patient was transported to another facility due to the stroke and was treated conservatively.